Event description:
It was reported that during normal device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead remains implanted. Patient will continue with regular follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.